Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a gradual increase in impedance and high thresholds were noted on the right ventricular (rv) lead. It was also reported that the implantable pulse generator (ipg) exhibited a pacing issue. The rv lead and ipg remains in use. No patient complications have been reported as a result of this event.